Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose level was 550 mg/dl and treated with injection. Customer reported that they had an issue with the needle with her infusion set and the needle was bent. The needle was bent out of the packaging. Customer decline troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.